Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The mother reported via phone call that the buttons were not functional on the insulin pump. Customer's blood glucose was unknown. The mother declined to return the insulin pump for analysis.